Manufacturer narrative:
(B)(6). A customer alleged four discrepant results with the use of the cobas® sars-cov-2 test when compared to an in-house assay. Although requested, additional data or sample information was not available. Nevertheless, there are a few reasons as to why there may be differences seen in the results generated by the two assays. These include use of non-recommended sample collection, and preparation methods, as well as patient factors and stage of infection. Additionally, differences in technologies can also be a factor in the result discrepancies. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803¿s reasonably suggests requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A customer from thailand alleged four discrepant results with the use of the cobas® sars-cov-2 test when compared to an in-house assay. The customer reported generating negative results for target 1 and positive results for target 2 with the sars-cov-2 assay, but the in-house test generated positive results for both targets, which are unknown. The samples were collected in 2 ml vtm tubes using a nasopharyngeal swab which is considered a non-recommended practice. Use of non-recommended materials can result in higher concentrations of sample as well as other interferants that can result in unreliable sample results. The samples were collected and stored as -20c before they were sent for retesting with the in-house test. The samples were collected and stored as -20c before they were sent for retesting with the in-house test. As per the method sheet, the cobas® sars-cov-2 is a qualitative test for use on the cobas® 6800 system and cobas® 8800 system for the detection of the 2019 novel coronavirus (sars-cov-2) rna in individual or pooled nasal, nasopharyngeal and oropharyngeal swab samples collected in (B)(4), bd¿ universal viral transport system (uvt), cobas® pcr media, or 0.9% physiological saline. After collection, the specimen should be stored at 2-25°c and processed within 48 hours. If delivery and processing exceed 48 hours, specimens should be transported in dry ice and once in laboratory frozen at -70°c or colder. The customer reported that the in-house test did generate ¿late CT¿ values and were positive for orf1 target. It was not confirmed if the in-house test could detect the rdrp gene. Although requested multiple times, the customer did not provide data or confirm the kit lot that was used to generate the discrepant results. Recollection of the samples was not confirmed and no sample was available for return. Nevertheless, there are a few reasons as to why there may be differences seen in the results generated by the two assays. Reliable results depend on proper sample collection, storage and handling procedures. Detection of sars-cov-2rna may be affected by sample collection methods, patient factors (e.g., presence of symptoms), and/or stage of infection. Differences in technologies can also reflect in the result discrepancies.